Manufacturer narrative:
A berchtold field service tech performed a visual examination of the light. It was noted that the handle was broken. The light separated from the springarm and fell to the floor. The collar retaining screw was out and the collar rotated around revealing the plug and allowing the light to drop. The tech replaced the collar retaining screw with the correct retaining screw. Light was put back in service and a new handle was ordered.

Event description:
It was reported that during room preparation, the light allegedly fell from the spring arm. There was no report of an injury to the pt or a delay in procedure.